Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when performing the fill tubing sequence, the customer did not observe drops of insulin exit from the end of the tubing. In addition, an occlusion alarm occurred. The customer's blood glucose level was 97 mg/dl. A supply change was performed successfully and insulin therapy was resumed.